Event description:
Subsequent to the initial 30-day medwatch report, additional information was received, indicating that on (B)(6) 2018, the patient died. The patient had remained hospitalized after the mitraclip procedure. Per study physician, the patients death is not related to the mitraclip devices or mitraclip procedure. Cause of death was reported as cardiopulmonary arrest. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of foreign body in patient as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported inability to remove the gripper line could not be determined. The single leaflet device attachment (slda) was due to multiple attempts to remove gripper line. The patient effect of foreign body in patient was due to the inability to remove the gripper line; and therefore, related to procedural circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed for single leaflet device attachment (slda) and gripper line remaining in the patient anatomy. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+ with leaflet flail. The clip delivery system (cds) was advanced into the patient anatomy and the clip grasped the mitral valve leaflets. Deployment was initiated; however, the gripper line could not be removed. Attempts were made to remove the gripper line and the clip detached from the posterior leaflet (single leaflet device attachment-slda). A second clip was implanted to stabilize the slda clip. Two additional clips were implanted to reduce the mr to grade 3. No intervention was performed to remove the gripper line. No additional information was provided.